Manufacturer narrative:
Section d9: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: cosmetic damage to the silicone sleeve of the driveline was confirmed via the returned portion of external driveline. Low speed and pump stop events were confirmed via the submitted log file. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2023. The approximately 15.0" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, the account submitted a log file for review. The submitted log file contained events spanning from (B)(6) 2023 to (B)(6) 2023. Multiple low speed and pump stop events were captured on (B)(6) 2023 while the system was supported with the mpu (mobile power unit). Based on our complaint history and similarly reported events, the events captured on (B)(6) 2023 are consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. No further alarms have been reported since the patient was placed on an ungrounded patient cable/batteries. The patient remains ongoing on the lvas and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later communicated that the patient experienced low speed alarms, low flow alarms and pump stops while on the mobile power unit (mpu). It was suspected that the patient had a short to shield. The patient was placed on an ungrounded cable. The patient did not experience further alarms once placed on an ungrounded cable.

Event description:
It was reported that the patient's driveline was in poor condition and a repair was scheduled for on (B)(6) 2023. It was later communicated that tech service was onsite on (B)(6)2023 for a cosmetic driveline repair. Most of the external portion of the driveline was replaced with no issues. There was enough space for another repair if needed in the future.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.